Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
Physician treated patient with severely calcified lesions. Initially, a competitor device (nse) was used , but ruptured at 6 atm. Then, an angiosculpt device was inflated multiple times, and during the third inflation at 14 atm, the balloon ruptured. The procedure was completed with this device, and no patient injury was reported.